Event description:
The hospital reported that during the evh procedure, the scissors shaft was sticking when being advanced through the harvesting cannula handle. The harvester used the same devices to complete the case. The hospital did not report any patient complications.

Manufacturer narrative:
The patient and device codes in h10 were coded by the manufacturer. After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem.